Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was incorrect. Correct b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging headaches, acid reflex and visualization of particles in the device. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspections of the device was completed by the manufacturer and found an unknown contaminant on the front panel, bottom enclosure, an unknown dust contamination/discoloration on the blower and blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with unknown contaminant on the front panel, bottom enclosure and an unknown dust contamination/discoloration on the blower and blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section b3, d9, g3, h3, h6 has been updated or corrected.